Event description:
The lay user/patient contacted lifescan alleging that the product was reading the following message: inaccurate control solution result. Because the patient did not have teststrips or control solution, the customer care advocate could not run a control solution test. There were no allegations of harm or injury. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.